Event description:
An enteral feeding tube was inserted and tube placement confirmed. The nurse was unable to remove the stylet and the feeding tube had to be removed. Another feeding tube was placed.